Event description:
The device was used during a colon resection. Reportedly, the staples did not form correctly and the staple line fell apart. Another device was used to finish the procedure. No pt injury was reported.